Manufacturer narrative:
This event represents the suspected driveline infection. Reference MFR report # 2916596-2017-00394 for the admission beginning on (B)(6) 2016 due to suspected cerebrovascular accident (cva). Reference MFR report # 2916596-2017-00395 for the admission beginning on (B)(6) 2017 due to suspected stroke. Reference MFR report # 2916596-2017-00364 for the admission on (B)(6) 2017 for elevated ldh levels and suspected thrombus. The report did not include a user facility report number. (B)(4). Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during an admission beginning on (B)(6) 2016 due to pregnancy, the patient was treated with IV antibiotics for suspected driveline infection. Driveline debridement was performed post-partum on (B)(6) 2016. Wound cultures were positive for coagulase negative staphylococcus and corynebacterium species. Following discharge on (B)(6) 2016, it was reported that the patient continued to be noncompliant. A user facility medwatch was received that states: the patient has a known history of noncompliance following implant. On (B)(6) 2016, the patient was admitted after family members called ems with reports of altered mental status and speech pattern problems. Diagnosis of stroke was suspected. Therefore, when she presented to an outside ed, she was transferred for further evaluation and care. On evaluation, the patient was noted to have a mixed expressive and receptive aphasia. She was without any motor deficits or cranial nerve involvement. CT of the head showed a likely old infarct in the right parietal lobe and questionable infarct of the left frontal lobe. The patient was very non-compliant throughout this admission; refusing diagnostic studies, medications, lab work, and other recommendations. The patient was periodically bridged with IV heparin, and subsequent lovenox until therapeutic inr was achieved, at which point the patient was ready for discharge. Repeat head CT was negative prior to discharge. The patient was discharged to home on (B)(6) 2016. Later on (B)(6) 2016, the patient presented to an outside lvad center for suspected cva for and was treated. Following hospital discharge on (B)(6) 2016, the patient continued follow-up in the outpatient clinic. On (B)(6) 2017, the patient presented to an outside ed for shortness of breath and work-up found an ldh > 4000 u/l and inr was unreadable. The patient was transferred to our facility for admission and medical management. Once again, the patient was non-compliant throughout admission. The patient was started on a heparin drip and the ldh ultimately settled in the 1500s. Due to significant history of non-compliance, the entire lvad team was in agreement that the patient is not a candidate for pump exchange at this time. This was discussed at length with the patient. The patient was discharged home on (B)(6) 2017. At discharge, lovenox was added to the medication regimen along with aspirin and coumadin. Discussed above situation with manufacturer clinical representative on (B)(6) 2017 with discussion of formal report to follow.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. The patient remained ongoing on pump support at the time of the event. The patient later expired on (b)(60 2017 while at home on hospice with suspected device thrombosis (covered under medwatch MFR# 2916596-2017-01421). The pump was not explanted following the patient's expiration. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.